Manufacturer narrative:
E1 initial reporter phone number- (B)(6). Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) late elective replacement indicator message advisory notice issued by abbott on 3 may 2024. The event of ipg eol/early eri to eol was reported to abbott. The patient lost therapy due to device reaching end of service (eos) from elective replacement indicator (eri) sooner than expected and replacement surgery was required to restore therapy. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported, the patient lost therapy due to device reaching end of service (eos) from elective replacement indicator (eri) sooner than expected and replacement surgery was required to restore therapy.